Manufacturer narrative:
Continuation of d10: product ID neu_unknown, serial# unknown, product type: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative and the surgeon's office indicating that the patient's wound was checked after surgery, and the patient was referred back to their neurologist for neurostimulator adjustment. Neither the representative nor the surgeon's office were aware of any other complications. The representative will follow up with the neurologist for additional details. (B)(6) 2025 (B)(6) (hcp): no new information.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown, serial#: unknown and product type: unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown and serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away on (B)(6) 2024. The family member did not know if the death was related to the device or therapy but suspects the anesthetic had something to do with their dying. The patient never used the device due to an inability to return to the neurologist. The device never functioned for the patient. The patient's condition deteriorated rapidly after a battery replacement and wire repair on (B)(6) 2024. A manufacturer representative (rep) visited the patient¿s home twice to attempt device tuning right after the patient replaced the battery in (B)(6), but the efforts were unsuccessful. The family representative said the surgery was deemed a total failure. The patient was too weak to have it done. They went to physical therapy and couldn't do it. After the patient came home, they went to hospice, and the device could never be used, and their hands never stopped shaking.

Event description:
Additional information was received from the manufacturer's representative, who stated that they spoke with the neurologist, who was also unaware that the patient had passed away. The representative also noted that the patient had not visited the neurologist's office since their battery change procedure.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown, serial# unknown, product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.